Manufacturer narrative:
Since the original complaint was received via email, the customer was given references to lactation consultants in her area to assist her in getting the correct breast shield size. Additionally, the customer was provided with some general information on breast shield sizing and encouraged to contact customer service if necessary to address her issue. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she had developed mastitis and was prescribed an antibiotic. She was instructed to apply coconut oil and use a nipple butter cream. The customer indicated that she was still struggling with breast shield sizing and was still having issues with pain. As a result, the customer's case was referred to a medela lactation consultant, who via email provided the customer tips and resources related to breast shield sizing. On 02/21/2019, the customer responded that the mastitis had been resolved and using coconut oil on the breast shields was helping with her breast shield sizing issue. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that while using her pump in style breast pump with 24 mm breast shields, her areolas cracked as at result of rubbing on the shield. She indicated that a month previously, she tried the 21 mm shields, but the same issue occurred. She additionally alleged that a small area of her breast was not being drained properly as a result and she does not want to get engorged.